Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated she was hospitalized for a gastrointestinal (gi) bleed, received 2 units of blood and the bleeding stabilized. During the night on (B)(6) 2021, her spouse was concerned about her respiratory rate and prior to leaving the patient¿s room for assistance, he checked the cgm which displayed 90 mg/dl. When he returned to the room, a bg was performed which was 30 mg/dl and the patient experienced cardiac arrest. The patient was revived, intubated, and transferred to the intensive care unit (ICU). The patient was released from the hospital on (B)(6) 2022. As a result of the event, the patient was unable to recall specific event details and medical intervention medications. There was no allegation the cgm caused or contributed to the gi bleed event; however, the inaccurate cgm values contributed to the cardiac arrest event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated she was hospitalized for a gastrointestinal (gi) bleed, received 2 units of blood and the bleeding stabilized. During the night on (B)(6) 2021, her spouse was concerned about her respiratory rate and prior to leaving the patient¿s room for assistance, he checked the cgm which displayed 90 mg/dl. When he returned to the room, a bg was performed which was 30 mg/dl and the patient experienced cardiac arrest. The patient was revived, intubated, and transferred to the intensive care unit (ICU). The patient was released from the hospital on (B)(6) 2022. As a result of the event, the patient was unable to recall specific event details and medical intervention medications. There was no allegation the cgm caused or contributed to the gi bleed event; however, the inaccurate cgm values contributed to the cardiac arrest event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.